Manufacturer narrative:
The pump has not been returned to animas. There is no allegation of malfunction or defect.

Event description:
The pt reported that she filled the cartridge to 200 units, connected the tubing to the cartridge, and inserted the infusion set into her body site while the set was connected to the tubing and cartridge. She said she then placed the filled cartridge into the pump while still connected to the infusion site. The pt does not recall if she completed the rewind step before putting the cartridge into the pump; she said that she did not do the load cartridge or prime steps. During the contact, the pt disconnected from the infusion site and pulled the cartridge out of the pump. She reported that it was empty. The pt reported that her blood glucose reading was 205 mg/dl at the time of the incident, she consumed quick acting carbohydrates, and retested blood glucose at 201 mg/dl. She stated that she felt shaky. Emergency medical transport was contacted and an ambulance took the pt to the hospital. A family member reported that the pt was treated with intravenous glucose and did not lose consciousness. The pt said she does not recall her blood glucose readings, but believed that they stayed above 50 mg/dl. The following day, the pt reported that she was aware of her error and was able to recall the correct sequence of steps for replacing the infusion set and cartridge.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the date of the event was available due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Prior to entering the prime menu, the pump displayed the appropriate warning to disconnect during ezprime steps. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.